Manufacturer narrative:
It was confirmed that the measuring cell of the analyzer had been in use for 2 years and this is outside of specifications. Exchange of the measuring cell is required every 12 months or after measurement of 50000 tests, whichever is first. The field service engineer performed preventive maintenance on the analyzer. He replaced the probes and made minor adjustments to probe positions and the gripper assembly. He replaced the measuring cell. Performance testing run after the maintenance was successful. Quality controls were run and were successful. The instrument was performing within specifications.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t hs stat assay (tnthsst) on a cobas e 411 immunoassay analyzer (e411). The erroneous result was reported outside of the laboratory to the patient. The sample initially resulted as 113.0 pg/ml accompanied by a data flag. The sample was repeated twice, resulting as 5.50 pg/ml and 5.58 pg/ml. No adverse events were alleged to have occurred with the patient. The tnthsst reagent lot number was 245180. The reagent expiration date was asked for, but not provided. The field service engineer ran performance testing.